Manufacturer narrative:
No product samples were returned for investigation, however, photographs were provided and evaluated. The photos show one used tego and one unknown pump set. Air can be seen in the lines of the pump set. No visible damage or anomalies can be seen on the tego. The reported complaint of microbubbles can be confirmed based on the images provided. However, without the return of the tego sample and mating devices a probable cause cannot be determined. The device history review for lot number 4764297 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the device a probable cause is unable to be determined.

Event description:
The event involved a connector tego in which the the customer reported that one minute after hemodialysis therapy had started, the machine alarmed for air microbubble. The personnel checked the alarm and noticed that microbubbles were generated in the connection of the connector tego. It was also noted entry of air to the extracorporeal circuit through the arterial line and passage of air through the dialyzer filter that reaches the venous line. Immediately the personnel eliminated the air from the extracorporeal circuit through the bubble trapping chambers and performed the recirculation of the extracorporeal circuit until total loss of air. The tego connector was changed for one of the same reference. All connections were verified to be properly adjusted, the patient was connected again and therapy was resumed without any other issues. The event occurred during patient use, however, there was no one harmed as a result of this event.